Manufacturer narrative:
The company cartridge was not returned for evaluation. Only the qualified lens was returned positioned incorrectly in the lens case. Blood and solution was dried on the lens. Both haptics were bent in the gusset and distal area. The optic was cut into two portions, typical of insertion and removal. One cut optic portion has deep scratches and scrape marks near the cut damaged area and near the optic edge on the anterior and posterior sides of the lens. Qualified associated products were indicated. The root cause for the reported complaint could not be determined. The company cartridge was not returned for evaluation. Only the qualified lens was returned. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The file will be reopened and reevaluated if the cartridge is received. The manufacturer internal reference number is: (B)(4).